Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/6/2021. H.6. Investigation: four 11499817-09 samples were received for investigation inside sealed packaging from lot 18056874. Further information provided by the customer indicates that saline was infused through the set, however once blood was attempted to be transfused into the patient an occlusion occurred; this was experienced five times. A visual inspection of each sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by priming each sample with water and running a short infusion of glucose mixture to simulate blood's viscosity using an alaris se infusion pump from bd stock; no occlusion or pump alarms were identified throughout the testing. A review of the production records for lot 18056874 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. The alleged complaint samples were not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported occlusion. H3 other text : see h.10.

Event description:
It was reported that 4 se bld 15dp 180mf 1vs dehp free were clogged/blocked/occluded. The following information was provided by the initial reporter: some of the packs have been unfit for purpose and unable to administer treatment to patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 se bld 15dp 180mf 1vs dehp free were clogged/blocked/occluded. The following information was provided by the initial reporter: some of the packs have been unfit for purpose and unable to administer treatment to patient